Event description:
The facility stated that the surgeon attempted to implant a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.